Event description:
It was reported that there was a malfunction resulting in oxygen failure. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 serial number not provided. D4 primary UDI number unknown as no serial number provided. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Manufacturer narrative:
The end user replaced the o2 sensor to resolve the issue. There was no ge healthcare repair.